Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2210202 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) burst and the device fell out of the patient's body. Manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The device was prepped and used according to the IFU instructions. The vcd was used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. The device is returning for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) burst and the device fell out of the patient's body. Manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The device was prepped and used according to the IFU instructions. The vcd was used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with stopcock open. The advancer tube was lodged over the device and the sealant was not returned with the device. The syringe and the procedure sheath were not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a radial tear in the balloon of the returned device. A product history record (phr) review of lot f2210202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.